Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical use. No additional information was provided.